Manufacturer narrative:
H3: pending investigation. D10: 5549127 02-020-11-0340 - truliant ps cem fem ps cem right sz 4 5603049 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t 5611018 200-07-35 - advanced patella 35mm 3 peg implant 5699869 201-78-15 - holding pin mini sharp point 4 pk. H7: z-0023-2022.

Event description:
As reported, the patient was converted from a competitor system to a right side exactech tka on (B)(6) 2018. The patient underwent a poly swap in 2020; date unknown and reason unknown. There is no other patient information/medical history reported.

Manufacturer narrative:
D1: corrected the following: brand name. D4: corrected the following: unique identifier (UDI) #. D6b: corrected the following: if explanted, give date. D8: corrected the following: was this device serviced by a third party? G1: corrected the following: reporting contact last name, reporting contact first name h6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions . The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.